Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing at the user facility, the subject device tested positive for pseudomonas aeruginosa. It was also reported that the subject device repeatedly tested positive for pseudomonas aeruginosa in the additional microbiological tests by the user facility. The user facility reported that the subject device had been reprocessed using paa chemical anioxide. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for additional microbiological testing. In the test, the channels of the subject device tested positive for the following some kinds of bacteria. The biopsy channel of the subject device tested (B)(6) for (B)(6). (2 cfu). The suction channel tested (B)(6) for (B)(6). (4 cfu). The air/water channel tested (B)(6) for (B)(6). Mesophiles (1 cfu) and moisissures (1cfu). -the auxiliary water channel tested positive for micrococcaceae (1cfu) and coagulase - negative staphylococci (4cfu). This microbiological test result reaches the alert level * of the (B)(6) guideline, ¿(B)(6)- (B)(6) 2007: elements of quality assurance in health related to the microbiological of endoscopes control and traceability in endoscopy¿. After the microbiological testing at the third party laboratory, the evaluation of the subject device by ofr confirmed wear and tear in the channels. Ofr suggested replacement all channels to the customer. The alert level is the level providing a first alert if there is a deviation from normal conditions. It corresponds to values which are still acceptable in terms of french guideline numbers of microorganisms but which require corrective measures without stopping the use of the endoscope.